Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff leaked after usage. The tracheostomy tube no. 7.5 was found to be defective due to leakage in the balloon section. The tube was replaced with a tracheostomy tube no. 7, which was functioning properly. The patient remained stable after the replacement procedure. The event occurred at hospital while in use with patient. The issue was resolved by changing to a new product. There was no patient harm/adverse event reported as a result of the event.

Manufacturer narrative:
H3: one used sample was received for evaluation. Visual inspection was performed, and no damage or anomalies were observed. In attempts to replicate clinical use the bluselect tube was inflated using an ICU medical provided syringe and it was observed that the cuff inflated however it deflated. The tube was reinflated and submerged in an underwater bath to visualize the location of the leak. The leak was observed to be coming from the cuff. Upon further inspection a cut was observed on the cuff. The cut was observed to have straight edges. The customer complaint of leakage was confirmed due to the cut observed. The probable cause of the cut is unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.